Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was found that iol was scratched. The iol was replaced with another iol during initial procedure. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm. Additional information receive and stated that the suture was added to the patient.

Manufacturer narrative:
The company cartridge was returned loose in a plastic specimen cup. Viscoelastic was observed dried in the cartridge. Blood was observed dried in the cartridge tip. The anterior and posterior of the cartridge tip has stress lines. The cartridge has evidence of handpiece use. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens, cartridge, handpiece, and viscoelastic combination was indicated. The root cause cannot be determined for the reported complaint. The used company cartridge was returned with evidence of a lens delivery. Stress is a common occurrence and does not denote a cartridge deficiency. No other observations noted. It cannot be confirmed if the lens and plunger were in proper positions during delivery based only on the evaluation of the returned used cartridge. The IFU (instructs for use) instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Failure to follow this step may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).